Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 275 mg/dl. Reportedly, the pump was dropped. Customer continued using pump for insulin therapy.